Manufacturer narrative:
Initial reporter city: (B)(6). Mie prefecture 5108561.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, after passing through the lesion, the balloon ruptured when applying pressure at 4atm at first inflation. Physician said that it seems that the balloon got damaged by the calcification. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.